Event description:
A report was received that the patient had pain at the ipg site as well as back spasms. It was discovered that there was ipg migration. The patient underwent a revision wherein the ipg was relocated. The patient was doing well postoperatively.